Event description:
Medtronic received a report that there was failure to deploy flow divider, additional placement on (B)(6) 2022. The distal side of the pipeline was poorly deployed, so even when percutaneous transluminal angioplasty (pta) was performed using the scepter xc, it was conding, so it was discovered that the inner side was extended. It was pushed from the inside using nf atlas 3x21. There was use of balloon for expansion of flow diverter. No patient symptoms or further complications were reported as a result of this event. It was indicated that surgery was difficult to perform based on the patient's general condition. It was indicated that 6 months post procedure there was neck remnant, occlusion status of target aneurysm (okm score) was c3. Patient's modified rankin scale (mrs) score was performed (B)(6) 2022,was score 4, and at 7 and 30 days, as well as 6 months, post-procedure score was 4. 30 days post procedure the patient was hospitalized in the department of rehabilitation. 6 months post procedure the patient was admitted to the rehabilitation department. Afterwards, the patient was transferred to a treatment facility. The patient was undergoing surgery for treatment of a saccular, ruptured right c7 internal carotid artery (ica) aneurysm with a max diameter of 11.1 mm and a 6.8 mm neck diameter. Dual antiplatelet therapy (dapt) was administered, aspirin 100mg and prasugrel 3.75mg, ongoing. Patient's medical history includes subarachnoid hemorrhage. Ancillary devices include a phenom, navien, neuroform atlas 3x21.

Manufacturer narrative:
E. Initial reporter information not provided due to region's privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that "conding" was meant to be "coning".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The reported malfunction in this case was the failure or incomplete deployment of the flow diverter during the procedure on (B)(6) 2022. There were no postoperative adverse events, complications, rehabilitation, or hospitalizations reported, so the patient did not require rehab or hospitalization due topost-op symptoms or complications. The term "coning" refers to a phenomenon where the tip of the stent narrows; in this case, after the distal side of the ped (endovascular stent) did not deploy properly, a percutaneous transluminal angioplasty (pta) was performed using the scepter xc, but coning was still observed. To address this, the nf atlas 3x21 was used to expand the stent from the inside. The phrase "inner side was extended" means the interior of the flow diverter stent was expanded by pta. Both "coning" and "inner side extended" describe device-related phenomena rather than device damage. The cause of the failure to open and coning was not determined, and it is unknown whether the pipeline had been placed in a vessel bend at the time of failure.